Manufacturer narrative:
Device had minor scratched lcd window, cracked battery tube threads, a test reservoir was installed and did not lock in place due to complete broken reservoir tube lip, missing o-ring (reservoir tube), cracked reservoir tube window and cracked case at reservoir tube window corners. (B)(4).

Event description:
Customer reported via phone call that the device was damaged at the reservoir compartment. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.